Event description:
Performing davinci assisted esophagomyotomy with dor anterior fundoplasty. Surgeon was trying to retract the liver with the laparoscopic liver retractor. He had been adjusting it throughout the case. Because of the limited length, he needed better exposure when trying to lift it out of the surgical working site. One piece broke off inside the patient, which was removed. The entire retractor was taken off the surgical field.